Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source other "(B)(6)." A medtronic representative inspected the imaging system on-site. The troubleshooting that was initially performed, which included restoring the bios settings to defaults, resolved the issue. The cmos battery was also replaced. A low voltage cmos battery, and subsequent incorrect bios settings directly caused the reported issue. The replaced battery has not been returned to the manufacturer for evaluation. A full imaging system check-out was performed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not properly boot up. It was reported that the system would display "system booting, please wait" and not boot any further. The bios settings on the system were checked and the defaults restored, which resolved the issue. This occurred apart from any patient involvement. No additional details were provided.